Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they need help making stimulation adjustments for the patient because the patient was peeing all the time. The agent attempted to assist the caller with basic app navigation, but the caller had serious trouble navigating patient programmer.. The caller was able to navigate into a therapy application; however, when they attempted to connect the communicator to the handset, they encountered a "no device found" screen. The agent confirmed that the communicator was charged and unplugged at the time of call. Caller mentioned they have a basket full of wet clothes and they have been after the patient for months to call pats but this is the first time they even knew they had to have a charger. The agent attempted to assist caller with navigation to the correct app; however, the caller really struggled to navigate. The agent reviewed that in person assistance with an hcp might be best for the patient to consider. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.